Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a revision done 2 weeks prior because their stimulator was not working. No patient symptoms were reported. It was noted their new device was working perfectly. No further complications were reported or anticipated.